Event description:
The customer reported to customer service that she received her breast pump on (B)(6) 2011 and began using the pump on the same day and uses it 4 to 6 times every day. Customer indicated that the pump is too strong even on the lowest setting and it hurts her. She uses a hospital grade pump while at the hospital (her baby is there) with the same breast shields, so she feels that the issue is not a breast shield sizing issue.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. In follow up, the customer indicated that she is pumping breast milk for her premature baby who is still in the hospital. She uses a hospital grade pump when visiting her baby at the hospital and her pump in style while at home. She developed fever and chills and was diagnosed with mastitis, etiology unknown. She had a course of treatment with antibiotics and is fully recovered. Her original pump has not been received as of the date of this report. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Because the pump has not been received and tested/analyzed, the cause of the issue cannot be determined. Additionally, it cannot be definitively concluded that the pump did or did not cause or contribute to the customer's mastitis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. Complaints will be monitored for similar issues and a CAPA will be initiated as necessary.